Manufacturer narrative:
The root cause of the discrepant negative antibody screening results obtained by the customer for two samples from the same patient tested on vision # (B)(4) could not be determined, although could not be excluded to be sample related, the patient¿s antibodies being weak and at/or around the detection limit of the reagents and method employed. No general product failure was identified. Isolated incident. No biased result was reported to the physician. No patient was harmed.

Event description:
I of 2 sample tested on (B)(6) 2019. Customer reporting two separate events of false negative results during validation testing for antibody screen testing on ortho vision analyzer using 0.8% surgiscreen cells lot# vss115 exp 9/10/2019. According to customer, first sample was tested on (B)(6) 2019,on immucor echo analyzer where anti-e antibody was identified. (2+) positive reaction was noted. Sample was then tested on vision serial # (B)(6) on (B)(6) 2019, and 1+ reaction was noted with screening cells vss115-2. Customer then tested the same sample on vision # (B)(4) on (B)(6) 2019, and using the same lot # of screening cells and gel cards stated the abs screen was negative. Confirmed with visual inspection of cards. Customer was not able to repeat testing, because site had no more sample available. Customer further added on (B)(6) 2019, a second sample was tested on immucor echo and again saw 1+ positive for abs screen. Anti-e was identified. Sample was then tested on vision serial # (B)(4) on (B)(6) 2019, and customer reporting "?" With screening cell # 2. Testing of sample on vision serial # (B)(4) on (B)(6) 2019, showed abs screen negative, using the same lot # of screening cells and cards. ( visual inspection of cards confirmed abs screen as negative). No repeat testing due to lack of sample.